Manufacturer narrative:
An event of patient affect endocarditis was reported. There was no reported device malfunction associated with the portico. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient have a history of endocarditis. A portico valve was successfully implanted in a patient with a history of endocarditis. On an unknown date, the patient had blood cultures and echo performed. It was noticed that the patient had developed endocarditis, was given IV antibiotics, but the bacteria was vancomycin resistant enterococci endocarditis. In 2024, the device was explanted. Based on the information received, the cause of the reported endocarditis appears to be related to patient conditions (history of endocarditis). The reported unexpected medial intervention and surgical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2021, a portico valve was successfully implanted in a patient with a history of endocarditis. On an unknown date, the patient had blood cultures and echo performed. It was noticed that the patient had developed endocarditis, was given IV antibiotics, but the bacteria was vancomycin resistant enterococci endocarditis. (B)(6) 2024, the device was explanted and replaced with a non-abbott valve. The patient is stable in the ICU.